Event description:
It was reported that a software update had to be interrupted for a patient session and when booting up the programmer kept looping and the screen went blank. The call-taker asked the user to power down the programmer, disconnect the power cord for two minutes and then reconnect and power up. The programmer booted to the "select model" screen and the caller was going to use the universal serial bus and reinstall the software which should have also put the programmer into a long boot. It was further noted that the stylus touch pen would not work with the display screen. The pen was changed out but the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a software update had to be interrupted for a patient session and when booting up the programmer kept looping and the screen went blank. The call-taker asked the user to power down the programmer, disconnect the power cord for two minutes and then reconnect and power up. The programmer booted to the "select model" screen and the caller was going to use the universal serial bus and reinstall the software which should have also put the programmer into a long boot. It was further noted that the stylus touch pen would not work with the display screen. The pen was changed out but the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment regarding long boot time and it was verified that the programmer would not load any software updates, so the hard ware was reconfigured and the software reloaded. Analysis was unable to confirm that the programmer's stylus would not work with the display screen, however the stylus was replaced and calibrated as a preventive measure. Analysis did find that the system fan was noisy and the left keyboard hinge was broken and both were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.